Manufacturer narrative:
(B)(4). The device was returned to the carefusion factory service department for evaluation and repair. The carefusion factory service technician evaluated the device, verified the complaint and determined that the root cause was a malfunctioning power supply assembly. The carefusion factory service technician replaced the power supply assembly and ran the device through a complete checkout per the service manual to ensure the device meets all factory specifications. Upon completion the device was returned to the user facility ready to be placed back into service.

Event description:
The user facility biomed reported that during pre-use checks the device alarmed "motor fault" and "vent inop".